Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump was received with peeling keypad overlay, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the keypad on the insulin pump had fallen off. Customer was checking her blood glucose with the meter when she realized the damage to the device. Customer's blood glucose at the time of the incident was 600 mg/dl, treated with insulin pump. Customer declined troubleshooting for the high blood glucose. Customer is unsure how damage to the device occurred. Customer did mention her high blood glucose might be caused to cortisone shoots she is getting for a shoulder injury. Customer is returning the insulin pump for analysis.